Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product codes: dzj and hxx. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a mandibular ssro for treating jaw deformity on (B)(6) 2022 when the screw holder kicked in, it moved awkwardly. It was like the screw holder had gotten entangled with something in the mechanism. As a result, screws often came off the screw holder. There was no surgical delay. The procedures was successfully completed. Patient is in stable condition. No further information is available. This report is for one (1) scr-holder w/o insert this is report 1 of 1 for complaint (B)(4).